Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer. Technical support instructed customer to leave wall adapter plugged into known working outlet for at least 30 consecutive minutes to see if pump would begin charging, but customer declined further troubleshooting. No additional information was received regarding outcome of event.